Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for prime anomaly. The customer¿s blood glucose was unknown. Customer stuck at reservoir and tubing reservoir. Customer reported that they are unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. Advise the pump will need to be replaced. Advise to discontinue use of the pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.